Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that due to patient anatomy the set screw experienced torque and became loose. The lead than had increased impedance and the patient alert was triggered. The set screw was tightened and lead was pulled from the header and had adequate thresholds and pacing. The lead and device are still in use. No patient complications have been reported as a result of this event.